Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Upon admittance to the emergency department intermittent episodes of right ventricular (rv) loss of capture (loc), low out-of-range pace impedances and high pacing thresholds when pacing bipolar. Variable intrinsic amplitude, oversensing with pacing inhibition, and subsequent asystole greater than 2 seconds were also observed. Normal pacing thresholds were recorded when the rv lead was tested unipolar. Intermittent episodes of right atrial (ra) undersensing were also noted. An x-ray was obtained but was found unremarkable. Device settings were reprogrammed and a revision procedure later performed wherein a new system was implanted on the patient's right side. The chronic leads were surgically abandoned. No additional adverse patient effects were reported.